Event description:
Received report from user facility. (B)(6) female admitted for childbirth required transfusions for ruptured uterus. During transition to intensive care unit, it was noted that the fluid warming device was alarming and not functioning correctly. Troubleshooting measures performed by facility were unsuccessful. Pt became hypothermic (core temperature measured at 31 degrees centigrade). Approximately 35-50 units of blood were transfused in total. The pt expired.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the eval once it is completed.